Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. According to the nurse supervisor, the blood pressure alarms did not sound in box 16 when the patient had low blood pressure, the saturation and heart rate alarms should have sounded next due to the hypotension, but the nurse supervisor was not aware that they sounded.

Event description:
The customer reported that alarms did not sound. The device was in use on a patient. There was no report of patient or user harm.